Event description:
Customer reported that the insulin pump was not functioning correctly because she was experiencing high blood glucose levels while wearing it. Customer stated that she experienced a blood glucose level as high as 500 mg/dl two days before the call. Troubleshooting showed that the insulin pump failed the high pressure test and the cannula was bent. Blood glucose level at the time of the call was 206 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned,d but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window and a cracked reservoir tube lip.